Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic colectomy, after resecting the tissue, the open/close button was pressed but the jaws did not open. Even though tried pressing several times, the jaws did not open, but a while later, the jaws opened. The shell was replaced, and when the replacement was used with the same handle and adapter, the device was able to be used as usual. There was no patient injury.